Event description:
Patient presented for evaluation of a liver lesion. The MRI was attempted but failed. Incidental finding of metallic susceptibility artifact on imaging. The patient had recent endoscopy with quick clips placed early april. The gi clips were discovered on the localizer images. No harm was caused to the patient. There was no malfunction to the MRI device or the clips.